Manufacturer narrative:
(B)(4). The device was received and evaluated. The visual inspection confirmed that there was a crack at the top of the cap along the knit line. When the device was subjected to underwater pressure testing, the minicap exhibited a leak from the top where the crack was. The cause of the crack could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a minicap inside of the box, which was cracked at the tip on the opposite side from the betadine solution. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. A review of all batch record documents was performed for lot number gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.